Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. Per the information collected, the wi-fi indicator on the footswitch was red and the colour of the battery indicator was green. The actual cause of the issue could not be identified. The wireless footswitch was replaced. After the replacement, the system was returned to use in good working order. The investigation was unable to associate the reported issue with any ongoing fsca. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the wireless footswitch was not working and needed to be replaced. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.